Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Manufacturer narrative:
Event date provided is an assumption based on information provided to us. No clear date of event was communicated. Revision of contralateral knee was reported through MDR 1020279-2017-00407.

Event description:
It was reported that patient experienced frequent dislocations of the knee and that revision surgery occured with exchange of the tibial poly liner.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that the patient¿s history and long-term continued use of high dose oxycodone, complex medical comorbid conditions including peripheral neuropathy, multiple sclerosis, generalized weaknesses, multiple falls and reported non-compliance to medical regimen cannot be excluded as factors contributing to the dislocations and reported revisions. The source of the joint effusions, reported pale yellow, gray-tan hard articular bone and cartilage and rubbery yellow tan synovial tissue and fibrocartilage of the bone and tissue samples cannot be confirmed. The patient impact beyond the reported dislocations, revisions, and continued pain cannot be determined. Without the return of the explanted devices the exact root cause of the reported prosthetic fracture cannot be concluded. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed parts did not reveal additional complaints for the listed batches. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the plaintiff underwent a right knee revision surgery on (B)(6) 2015 due to recurrent dislocations. During the revision, the insert was replaced. The primary right tka surgery was performed on (B)(6) 2015.

Manufacturer narrative:
K111711.